Manufacturer narrative:
Product not returned.

Event description:
The user facility reported that the device overheated during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.